Event description:
A discordant, falsely elevated potassium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The patient was sent to another hospital for a redraw, and the result did not match. The sample was repeated on the same instrument and another dimension vista 1500 instrument, resulting as expected on both. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result.

Manufacturer narrative:
A global product support specialist reviewed the instrument data, and did not find an instrument malfunction. The customer receives pre-centrifuged samples, it was recommended to re-spin samples prior to sampling. The cause of the discordant, falsely elevated potassium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.